Event description:
Customer called to report cidex plus 28 day solution had splashed in an employees' eye. The employee wore gloves and a jacket but was not wearing any eye protection as described in the product labeling. The employee irrigated employee's eye and was seen by a physician who prescribed antibiotics. A follow up phone call indicated that the employee was fine.